Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaq1379 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1379) have been reported from the same facility.

Event description:
It was reported that the line was removed on (B)(6) 2017 because the line broke within the clamp area. The line was placed for tpn and was maintained by the patient. It is unknown how the line was cleaned and the frequency of clamp usage. No harm to the patient was reported.